Event description:
The ge oec 9800 fluoroscopy system had l-arm positioning issue.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a faulty l-arm gas shock that was removed and replaced to restore proper positioning function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.